Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.